Manufacturer narrative:
Evaluated three open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also checked reservoirs snap-caps width dimensions. Using a new lab infusion set connected one of three reservoirs and found easy to connect/release. Two remaining using a new lab infusion set connect found one reservoir's snap-cap too tight to connect/lock/release and one too loose to connect/lock/release.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had huge air bubbles and the transfer guard was very loose. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.